Event description:
It was reported that during the procedure the physician suspected that the right atrial (ra) lead might have entered the mediastinum, and it was confirmed through echography, but no particular abnormality was observed. Physician stated the possibility of mediastinal emphysema, but the threshold, sensing, and impedance values were all nearly unchanged. The patient was discharged with schedule as planned. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes, h6: patient codes, d6a: implant date and b5: describe event or problem.

Event description:
It was reported that during the procedure the physician suspected that the right atrial (ra) lead might have entered the mediastinum, and it was confirmed through echography, but no particular abnormality was observed. Physician stated the possibility of mediastinal emphysema, but the threshold, sensing, and impedance values were all nearly unchanged. The patient was discharged with schedule as planned. This ra lead remains in service. No adverse patient effects were reported. Additional information indicated that there no perforation noted and it was not a mediastinal emphysema but a mediastinal hematoma which was confirmed via computed tomography (CT) scan. There was a moment when physician felt the lead was difficult to manipulate and there was no intracardiac wave height and physician stated that it was probably when the lead was dislodged in mediastinum.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem.

Event description:
It was reported that during the procedure the physician suspected that the right atrial (ra) lead might have entered the mediastinum, and it was confirmed through echography, but no particular abnormality was observed. Physician stated the possibility of mediastinal emphysema, but the threshold, sensing, and impedance values were all nearly unchanged. The patient was discharged with schedule as planned. This ra lead remains in service. No adverse patient effects were reported. Additional information indicated a mediastinal hematoma was revealed computed tomography (CT) scan.